Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following implantation the patient experienced erosion, bleeding and recurrence and underwent removal on (B)(6) 2009 and (B)(6) 2010 by implanting surgeon. (B)(4) - undefined recurrence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02795. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02795. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, vaginal discharge and mixed incontinence. (B)(4).